Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 317 mg/dl and current blood glucose value was 571 mg/dl. Nausea uncomfortable and extreme thirst were the symptoms related to high blood glucose values. Customer reported using the pump. Customer was assisted with performing high pressure test and had no delivery alarm. Customer stated that the drive support cap was normal. Insulin pump will not be returned for analysis.